Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional reported a consumer implanted with a MRI conditional implantable neurostimulator (ins) and who had previously been scanned without incident had to abandon an mr scan. The consumer complained of a strange twitching sensation at the ins site. The guidelines were reviewed, the device was switched into mr mode using the external programmer and the consumer was scanned using a low sar and gradient slew rate of less than 200t/m/s. This was noted as a bit concerning, as the doctor was unable to complete the test today and the consumer may well need mr scans in the future. There was no harm, injury to the consumer. Additional information received from the representative reported the consumer needed regular scanning to review due to tumour resection (ependymoma resection).